Event description:
Customer reported that her freestyle lite meter was reading "very high to very low" and she has not been taking her insulin however, she does not give specific readings. In addition, she reported receiving a reading of 16mg/dl, but was unable to specify the date rec'd. She reported that in 2008, her sugar "bottomed out", she "passed out" and had to be hospitalized. Customer also reported she was treated with IV dextrose. There was no diagnosis. There is no report to death or permanent impairment associated with this event.

Manufacturer narrative:
The complaint was not conformed and no new issues were observed. According to the memory log of the returned meter the valve of 16mg/dl which the customer had stated she had received was not found. Note: it should be noted that freestyle lite meter does not give a numeric value for readings lower than 20 mg/dl. A "lo" display message indicates a reading lower than 20 mg/dl and a "lo" message was not found in the meter log.